Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, an abbott point of care distributor was contacted by a customer regarding an I-stat 1 analyzer that yielded suspected discrepant potassium result on a patient. There was no patient information available at the time of this report. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 05/31/2018. The customer reported that analyzer s/n (B)(4) generated unexpected potassium results with chem8+ cartridge, lot#: h17325a. Failure analysis was not required, as analyzer s/n (B)(4) was properly calibrated and performing as expected. It was noted in the incident summary that the customer would not be returning the analyzer for an investigation. No deficiency has been identified. Customer communication on 03/29/2018: customer reports the results for both analyzers are consistently in-range. Liquid and electronic qc has been passing without issue on the I-stat. Customer was looking for exact matches, even though the two instruments employ different methodologies and have different ranges for potassium. Customer stated they are satisfied that both instruments are testing as expected and within their respective specifications. In the conversation the technical support representative (tsr) had with the customer on 03/27/2018, after the customer stated the correlations were acceptable and qc testing was in-range, the tsr informed the customer that the analyzer is properly calibrated and performing as expected. Customer would not be returning the analyzer for an investigation.